Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a follow up that was received. The investigation is ongoing.

Event description:
As reported by our french affiliates, during implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach in a patient with very calcified iliac arteries, the commander delivery system with crimped valve got stuck at the iliac level. When pushing on the commander delivery system, the valve had a mesh that twisted, and it came out of the esheath liner puncture. The entire system was removed, and a non-edwards valve was implanted. The patient was stable post procedure. As reported by our french affiliates, during implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach in a patient with very calcified iliac arteries, the commander delivery system with crimped valve got stuck at the iliac level. When pushing on the commander delivery system, the valve had a mesh that twisted, and it came out of the esheath liner puncture. The entire system was removed and a non-edwards valve was implanted using the other side of the femoral artery. The patient was stable post procedure. A picture provided, shows that a strut of the valve frame was bent outwards.

Manufacturer narrative:
A final MDR is being submitted for a completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided imagery was evaluated and revealed the following: crimped valve protruding through esheath inside the patient. One (1) valve frame strut appears bent outward at the inflow side on the crimped valve. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. A technical summary written by edwards lifesciences applies to this complaint event and establishes, through extensive complaint investigations, that events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. This event will be included in ongoing monitoring and trending. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (calcification) and procedural factors (device manipulation) likely contributed to the event as reported information indicated that the iliac arteries were very calcified, and that high push force was used when attempting to advance the system through the sheath. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may led to resistance. In addition, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut bent at the valve inflow side. A product risk assessment is captured in the technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. Trending analysis indicates complaint rates are within the control limit. As the complaint did not exceed the pra re-escalation threshold and no pra update is required, no further action is required. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Prior corrective action, also detailed in the technical summary, captures prior high push force investigation and corrective/preventative action. Trending analysis indicates complaint rates are within the control limit. No further escalation is needed at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our french affiliates, during implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach in a patient with very calcified iliac arteries, the commander delivery system with crimped valve got stuck at the iliac level. When pushing on the commander delivery system, the valve had a mesh that twisted, and it came out of the esheath liner puncture. The entire system was removed, and a non-edwards valve was implanted. The patient was stable post procedure.